Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with glucose tablets for lows and pump for highs. Customer's low blood glucose at time of incident was 36 mg/dl and current blood glucose 345 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer's high blood glucose at time of incident was 240 mg/dl and current blood glucose 345 mg/dl. Customer report customer does not allege pump was under delivering. Drive support cap appears normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.